Manufacturer narrative:
The device was returned to an authorized resmed third party service center for an evaluation and service. It was reported the main circuit board was replaced to address the reported problem. Resmed has requested the device to be returned so that an engineering investigation could be performed. The device has not been returned, therefore, resmed is unable to confirm the alleged malfunction at this time. (B)(4).

Event description:
It was reported to resmed that an astral device displayed safety reset alarms and an error message (sf 140) related to alarm priority. There was no patient harm or serious injury reported as a result of this incident.